Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient went to the hospital due to a skin infection characterized by redness and swelling. A wound culture was done. The patient reported that hospital staff mentioned the infection could have been caused by the sensor; however, no specific type of infection was identified. The infection was located at the needle puncture site. The patient was prescribed with oral antibiotic doxycycline hyclate 100 mg. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).